Manufacturer narrative:
(B)(6).

Event description:
It was reported that a shaft break occurred. While outside of the patient, a 3.00 x 38mm synergy xd stent was introduced into the sheath, but it was noticed that the shaft was damaged. It was noted that the proximal shaft, and the proximal portion of the hub had separated. While removing the device from the sheath, resistance was felt. It was noted that greater resistance was felt while using a synergy xd stent than compared to an older synergy stent. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported in relation to this event.

Event description:
It was reported that a shaft break occurred. While outside of the patient, a 3.00 x 38mm synergy xd stent was introduced into the sheath, but it was noticed that the shaft was damaged. It was noted that the proximal shaft and the proximal portion of the hub had separated. While removing the device from the sheath, resistance was felt. It was noted that greater resistance was felt while using a synergy xd stent than compared to an older synergy stent. The device was removed and the procedure was completed with another of the same device. No patient complications were reported in relation to this event. It was further reported that the resistance felt occurred while unpacking the device, and while outside the patient. It was clarified that sheath referred to the hoop in which the device was packaged. Therefore, resistance was felt when the device was removed from the hoop in which the device was packaged in. It was noted that the shaft break and removal difficulties were likely due to resistance during removal of the device from the hoop. It was noted that the resistance felt was also possibly due to the thickness of the hub against the hoop. While withdrawing the device using force, the device had been withdrawn too much. Therefore, the device was unintentionally put back into the hoop due to it reacting to the withdrawal attempts, and the shaft may have become kinked at this point. During an attempt of introduction to the valve or guide catheter, the shaft broke before the device could enter into the valve. No patient complications resulted in relation to this event.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter state: (B)(6). Device evaluated by MFR: a 3.00 x 38mm synergy xd stent delivery system (sds) was returned for analysis. An examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip found no issues. Examination of the hypotube found a hypotube break 28mm distal to the distal end of the strain relief and a hypotube kink 40mm distal to the break location. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The inflation lumen of the mid shaft and distal shaft and balloon were examined and there was no evidence of any substance in the inflation lumen demonstrating no evidence of device use. No other issues were identified during the product analysis.